Event description:
It was reported that the right ventricular (rv) lead's helix was tested prior to implant. The physician rotated the lead's helix over 20 times and the helix suddenly sprung out, detaching itself from the tip of the rv lead unto a sterile table. The physician decided to change the rv lead. A new rv lead was implanted successfully. The patient was in good condition before, during and after the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.